Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Corrected information: incorrect result and conclusion codes submitted accidentally.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of seizure. However; there is no documentation in the complaint file to show a causal relationship between the seizure and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient¿s pdrn stated there were no issues experienced by the patient during treatment. The cause of the patient¿s seizure is unknown, but the patient was started on an anti-epileptic drug for the prevention of seizures. Based on the available information and the lack of an allegation against or report of any malfunction with the liberty select cycler, the device can be excluded as the cause of the seizure.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient had a seizures during treatment. The pdrn indicated this was the second seizure the patient had during treatment on the same cycler. The patient and pdrn said they would feel more comfortable if the cycler was replaced. Upon follow up, the pdrn reported that the cause of the seizure was not identified. The patient had just started a new anti-epileptic drug (type, route, dose, frequency and duration unknown). The patient has no history of seizures. There were no issues with the liberty select cycler during treatment prior to the event. The patient received the replacement cycler and has continued to complete pd therapy with no issues. The original liberty select cycler was returned to the manufacturer for physical evaluation.